Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a moderately calcified and tortuous mid lad lesion . The device was removed from it packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During the procedure, the stent was advanced with no resistance and no excessive force required. It was reported that the stent was positioned and the physician attempted to inflate but the stent did not deploy. Balloon failed to inflate completely. The physician removed the device and replaced it with another stent. The stent did not pass through a previously deployed stent. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the unexpanded stent was positioned on the balloon between the inner shaft markers with no deformation evident. The device was placed in a 37 degrees celsius water bath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. A leak was detected on the distal shaft on pressurization of the device. It was not possible to inflate the balloon or expand the stent due to the leak. Visual inspection confirmed the presence of a leak site, at 6.5mm distal to the guidewire entry port. A longitudinal, jagged tear approximately 2.5mm in length was visible on the distal outer shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.